Event description:
It was reported that in tka case, system crashed when digitizing tibia on two separate occasions, both times once the system was restarted, it ran smoothly.

Manufacturer narrative:
H10: the device was intended for use during treatment when the system exited the case suddenly during free collection. The log files were returned for evaluation. The DHR was reviewed for software version (rc-5205) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed due to poorly collected data and inability of the software to handle it and create a bone model. The root cause of the issue was due to a software failure and this issue is being investigated by the software engineering team.